Event description:
It is reported that a customer received an alarm on their insulin pump after turning it on for the first after a year. The patient's blood glucose level was at 122 mg/dl at the time of the call. The insulin pump was in spanish and the customer was assisted with reprogramming the insulin pump. The pump works as designed and the customer was informed to call back if they encountered any issues with the pump's function. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.